Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the device evaluation. The following sections of this report have been updated: added codes to h.6 type of investigation, corrected h.6 investigation findings, corrected h.6 investigation conclusions. The sapien 3 (s3) valve was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. A device history record review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. Imagery of the procedure was provided from the site. The following observations and impression were made by an edwards physician proctor for this procedure imaging review: calcium nodule appeared to be present in the annulus; native leaflets appeared to be severely calcified. The 23mm s3 valve appears under deployed. 1st post dilation using the commander delivery system (ds). The valve appears slightly more expanded but not completely expanded. With the wire out, the valve shows severe central regurgitation. It appears that the operator was troubleshooting by moving the pig-tail catheter in and out of 23mm s3 valve. 2nd post dilation performed using the commander ds. The valve appears same as post dilation, under-expanded with waist seen. The heart appears bradycardic. A 23mm s3 valve deployed within first 23mm s3 valve. No central regurgitation seen on final image with contrast. Impression: per IFU, a 23mm s3 valve requires 17ml volume to be nominal. Deploying a 23mm s3 valve with -3 cc is approximately 18% less volume than required. The under-deployment of the valve and the severe, prolonged hypotension may have led to the central regurgitation. The leaflet(s) of the under-expanded s3 might be sightly dysfunctional and could possibly get stuck in open position if there is not enough closing pressure. The central aortic insufficiency might have gone unnoticed until the pvl was resolved, and the guidewire was removed. However, it could have been present from the beginning. The instructions for use/training manuals were reviewed for guidance/instruction involving the s3 valve usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The report of the valve exhibiting central regurgitation was confirmed based on provided imagery while the report of motion restricted valve leaflets was unable to be confirmed. An existing technical summary written by edwards lifesciences has documented that the cause of regurgitation varies depending upon multiple factors. Potential root causes for central regurgitation at time of implant include valve malposition, slow recovery of blood flow, leaflet impingement due to calcification (for native landing zone), leaflet impingement due to guidewire, overinflation/ post-dilation, and under expansion. Typically, mild regurgitation is not unusual after initial valve replacement, and is usually tolerated by patients. Often moderate to high regurgitation requiring reoperation in the immediate post-operative period is due to patient and procedural related issues and is unrelated to the device. However, advances in valve design and bioprosthetic material have been made with the intention of reducing central leaks by providing more efficient hemodynamics and longer tissue durability. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections). The technical summary also outlines the instructions for valve preparation, handling, and deployment. During the manufacturing process, all sapien valves (all models) are 100% visually inspected for defects and 100% tested under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. In this case, review of intraprocedural imagery confirmed that the 23mm sapien 3 valve was under-expanded after initial deployment with less prescribed volume. Following the first post-dilation, the sapien 3 remained under-expanded, which could have resulted in the ability of the valve leaflets to properly function by a creating a gap between the leaflets. The resulting gap could interfere with proper leaflet coaptation by restricting leaflet motion and giving rise to central regurgitation. As such, available information suggests that procedural factors (under-expanded sapien 3) may have contributed to the reported event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Corrective and preventative actions are not required at this time.

Manufacturer narrative:
Investigation is ongoing. Device remains implanted.

Event description:
As reported by our edwards lifesciences japanese affiliate, leaflet motion restriction of the valve and central regurgitation were observed. A 23 mm sapien 3 valve was implanted in the aortic position via transfemoral approach. Paravalvular leak (pvl) was observed, and post-dilation was executed. Tee confirmed that the pvl was resolved, but final angiography revealed significant central regurgitation. Tee was executed again and revealed that all the valve leaflets were not moving. Post-dilation was executed again, but there was no change. A second valve was implanted, and the procedure was completed. The patient was transferred for post procedure care.